Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Troubleshooting was performed and customer reported of trying all remedies with no resolution. Customer's blood glucose was 364 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm or excessive no delivery alarm noted. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked retainer and minor scratched lcd window.